Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the battery cap height is above specification and the battery cap is damaged. This report is made based on the results of an investigation completed on 10/24/2013.

Manufacturer narrative:
The pump and battery cap were returned for investigation and device evaluation was completed by product analysis on 10/24/2013 with the following findings: no defect was found with the pump: no evidence of cracked or damage to battery compartment. Battery cap visual inspection revealed stripped threads and the slot on top of battery cap was damaged / chewed off. Test confirmed there was evidence that the yellow o-ring visible and not secure properly to the test pump. The battery cap contact height is above specificaiton.